Event description:
The customer contact reported melting of the prong located on the ac power plug. The pump was returned to the biomedical engineering department with an unsigned note that stated, "burnt up plug." No tracking information was provided; therefore, specific patient information , pump programming, or event details were not available. During testing, the prong on the ac power plug appears to have started to melt and was deformed. The customer contact stated, "it appeared as if the face plate from the a/c electric plate came off and fell across the power cord." There were no reports of any adverse events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.